Event description:
It was reported that the patient was experiencing loss of stimulation coverage and feeling muscle stimulation in the back due to lead migration. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.